Event description:
After several years of efficacy, the pt did not feel stimulation. At f/u, there were high impedances. The pt underwent surgical revision. During revision, the lead was tested with a screener and it was not possible for the pt to feel stimulation. The lead was replaced and the stimulation was effective. The pt was "doing well."

Manufacturer narrative:
(B) (4). Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.